Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was having trouble with one of the wires. Boston scientific technical services (ts) discussed in general electromagnetic interference (emi) but suggested consulting a physician for any medical concerns. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.